Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-oct-2019 with the following findings:.during investigation, unable to duplicate complaint about blank screen. Battery compartment cracked below and above grip pad. Took cover off. No evidence of the moisture or damage inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 28-aug-2019, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in an inability to use the product which may lead to long term cessation of delivery.